Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken on posterior, missing shell (0-25%), opening on posterior and brown particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening and broken on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening and broken assessed as surgical damage

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.